Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: examination of the returned device confirmed damage to the locking mechanism. The investigation did not establish that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Event description:
It was reported that they noticed the patellar implant compression ring had started to wear and show cracks. It was decided that it was best to replace. No parts were broken off. Surgery was not delayed. Item was returning. The patella drill clamp, locking mechanism also stopped functioning.